Event description:
It was reported that a symptomatic patient presented with dyspnea in the clinic for follow-up. The device was found to be in backup mode. A device restoration was performed successfully. The patient is fine and no longer experiencing dyspnea.